Event description:
On (B)(6) 2020, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced difficulties moving the peg tube. On 09 jun 2024, there was an attempt to remove the peg tube in the hospital because the peg tube didn't move. The physician tried to remove it, due to buried bumper syndrome. It was decided to hospitalize the patient for 3 days up to a week, till then she will receive the treatment through the peg. The peg will be removed and a new one won't be placed until the tissue heals. The physician prescribed antibiotics due to pus around the buried bumper and unpleasant odor. The patient was also guided not to hang the pump on the walker because it pulls the peg and can cause granulation.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.